Event description:
It was reported that a non-sterile strada sheath was used on the patient. Twelve non-sterile products with reorder number (B)(4) were shipped to the hospital instead of sterile products with reorder number (B)(4). The patient was in good condition and has been discharged. This medwatch report is being submitted based on a comment provided by an FDA inspector during the closeout of an inspection of our sjm cvd maple grove facility. Although there was no product malfunction, serious injury, or death associated with this event, the erroneous shipment of a non-sterile product could have resulted in serious injury; therefore, it was agreed that an MDR is required. Sjm cvd was assured that although the 30 day reporting period has been exceeded, this filing would not be considered a nonconformance.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information, corrective actions were implemented to address this issue and prevent recurrence.